Event description:
The customer reported that the system was unable to take exposures, loss of live image. There is no report of injury or death associated with the event described the component.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated, the fuses were reset, and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.